Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the display screen was flickering, and the video generator board was replaced for error code 63. Additionally, an lcd display was ordered to resolve the flickering problem. There was no further information provided. If any pertinent information is provided, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) display screen was faulty. It was flickering.